Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of device for infusion of insulin, the pump gave an occlusion alarm. The system check determined the cause of the alarm to be an occlusion of insulin in the tubing. The home care user reported that their blood glucose levels rose to 400mg/dl due to the interruption in insulin therapy. The home care user reported that a correction bolus was delivered to bring down blood glucose level to normal range. No adverse health outcome resulted from this event.